Manufacturer narrative:
Correction is being made to a previously submitted b5 field. The b5 field has been updated to: it was reported the ultrasound bronchofibervideoscope had separation between the transducer and the bending section. There were no reports of patient harm.

Event description:
It was reported the ultrasound bronchofibervideoscope had separation between the transducer and the bending section. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the ultrasound bronchofibervideoscope had separation between the transducer and the bending section there were no reports of patient harm.